Manufacturer narrative:
This issue is deemed a reportable event since the technical event could lead to a delay in the therapy, since the ventilator cannot be used. A functional ventilator needs to be prepared. The root cause of the ventilator to alarm with te 231009 alarm was a malfunction of the blower. The correction in this case and the similar cases would have been the replacement of the defective component (blower module). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis. There was no patient, user or third-party harm. The allegation in this complaint is assumed to be a complaint, based on the experience hm has gathered by investigating other complaints with the same failure mode and failure effect. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Technical event:231009 due to defective blower